Event description:
Rptr has had capsular contracture 7 times, has had to have her breasts "squeezed" and then her implants replaced. She also complains of allergies, headaches, fatigue, muscle weakness, numbness of her hands, 7 surgeries and needs one more, back and joint pain, hives, rashes muscle spasms, nausea, depression and sinus problems. She states that she is 45 and feels like 70. She has been to see numerous ddoctors including a chiropractor, allergist, ear, nose and throat specialist, plastic surgeons, and gynecologist. (Same rptr referred to in 1002110 1002112 and 1002113.)